Event description:
It was reported that the pt presented with hip pain. Stem was explanted. Restoration modular conical, cone, and v40 head were implanted.

Manufacturer narrative:
Add'l info has been requested and if rec'd, will be provided in a supplemental report.